Event description:
It was reported to philips that the device's battery does not charge. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the battery. The customer ordered a replacement battery to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.